Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that his receiver did not alert him during an extreme low. Pt was taking a nap at the time of the event and became unconscious. Patient's daughter tested his blood glucose at 20 mg/dl and gave him honey to revive him. Patient's bg raised to approx 45 mg/ dl. No medical intervention was required, and pt was fine at the time of his call to dexcom technical support.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.